Manufacturer narrative:
Section a4, patient weight: information unknown/not provided. Section b3, date of event: the exact date is unknown. The customer said the symptom was reported shortly after surgery. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 2140 - glare requiring surgical intervention. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye due to visually disabling glare. The symptom was debilitating to the patient. The glare was reported shortly after surgery. There was no capsule tear, no unplanned vitrectomy or sutures. The replacement lens is a jnj lens but a different model and diopter, za9003 23.0 diopter. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: december 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect lens was received inside a specimen cup. The complaint lens was visually inspected under magnification revealing that the lens was received cut in half with the haptics detached and missing, and coated in viscoelastic residue. The lens was cleaned, and no issues that could cause or contribute to the complaint issue was observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.